Event description:
It was reported that the patient received inappropriate therapy due to noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The sensing coil of the is-1 connector leg was fractured due to fatigue at 8cm from the connector pin.